Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician as part of preventative maintenance. This is an ancillary service event. Visual inspection and functional testing were performed. Upon visual inspection it was identified that there was a damaged main battery. The battery was replaced in order to correct the found condition. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During on-site service, the baxter service technician found that the flogard infusion pump had a damaged battery. This malfunction was identified during service; therefore, there was no patient involvement. Additional information is not available.